Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that the patient was being paced with another device when the crew went to transfer the patient to this monitor, but since device could not pace they went back to original device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive trouble shooting without duplicating the reported malfunction. The device was recertified and returned to the customer. The activity logs were cleared prior to being returned for evaluation. It is noteworthy to mention the multi-function cable used at the time of the reported event was not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the patient was being paced with another device when the crew went to transfer the patient to this monitor, but since device could not pace they went back to original device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.